Event description:
Dealer states that upon turning on unit it shows 5 liters and then shuts down, no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.